Event description:
Malfunction of pacemaker generator. Faulty connector/header- lead would not pace when connected to generator. Patient has an av node ablation and insertion of a permanent pacemaker on (B)(6) 2020. Patient was discharged the same day and a remote transmission the morning of (B)(6) 2020 revealed appropriate av pacing and threshold tests. Pt experienced syncope and bradycardia evening of (B)(6) 2020 and ems transported patient to ER. EKG revealed junctional escape rhythm of 25 and loss of capture of rv lead. Transcutaneous pacing was administered along with sedation. Chest x-ray revealed dislodgement of the rv lead. Pt was emergently taken to electrophysiology lab when the rv lead was repositioned with good threshold levels. When connected to the chronic pacemaker (implanted on (B)(6) 2020) there was no capture on the rv lead. A new pacemaker generator was placed with appropriate pacing/threshold. The first generator will be returned to device company for evaluation.